Event description:
Information was learned from an article published in the american college of cardiology, titled "bioprostheses thrombosis after transcatheter aortic valve replacement" j am coll cardiol. 2013;61(7):789-791. Doi:10.1016/j.jacc.2012.11.042. As reported in the article, a (B)(6) man with severe dysfunction of the aortic valve bioprosthesis underwent tavr. After the procedure, the patient was discharged home as asymptomatic on day 5. The attached article does not provide any additional information regarding the original bioprosthetic aortic valve.

Manufacturer narrative:
Model number is unknown. Method: device not returned. No device history record (DHR) review can be done because the serial number is unknown. Implant and explant dates were not provided. Model number remains unknown. Despite requests for additional information sent to the author by email, we have no additional information regarding the patient history, device or event. The device will not be returned for evaluation because it remains implanted.